Manufacturer narrative:
After battery installation device unable to power up an followed by an unexpected constant tone, problem isolated to mother board. Unable to perform any test or verify rewind due to blank display. However , the motor was tested outside of the device and passed. Device received with cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was rewound and each time it turned off unexpectedly. Customer stated that the insulin pump was not rewound couple of days and not used. Customer also reported that the insulin pump was turning off during attempts to deliver bolus. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.